Manufacturer narrative:
(B)(4). The device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08685 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was 301 mg/dl and 271 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they treated with manual injection and intravenous insulin. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. The device will not be returned for analysis.